Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015. Product ID: addrl1, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015. (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.